Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, upon opening the sterile adapter, the certified surgical technologist (cts) identified a broken cable on the mega suturecut needle driver jaws. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.